Event description:
Procedure type: cholecystectomy. According to the reporter: when fixed two devices at the abdomen wall, the locking part broke, the pin disengaged and fell outside patients cavity. Used another, and procedure was completed. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported. No further patient details could be obtained.

Manufacturer narrative:
Initial report sent: 10/02/2007.